Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating console presented no ultrasound oscillation during a surgery. A strange noise was heard from the console. The problem was resolved by replacing the handpiece. The surgery was completed successfully without any patient harm. Additional information cannot be obtained as the reported is unwilling to follow-up.

Manufacturer narrative:
The company representative confirmed and replicated the reported event(s). It was determined with the balanced salt solutions (bss) get low the bussing noises occur. Additionally, to address the issue with the oscillation issue, the cable assembly was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the ¿buzzing noise¿ is attributed to low bss. The root cause of the disabled u/s oscillation is attributed to a nonconforming cylinder in the ai cable. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).